Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 7120 competitor lead implanted: (B)(6) 2009; 5076-45 lead implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that there was poor positioning. It was further reported that the threshold trend had variability, but increasing or decreasing trend. The lead was capped and replaced. No patient complications have been reported as a result of this event.